Event description:
Reportedly, during a pacemaker check, noise episodes were observed in the device memory, which suggested damage on the ventricular lead. Abnormal low ventricular lead impedance values were intermittently recorded in the impedance curve. Measurements on the ventricular lead were performed; threshold, r wave amplitude and lead impedance values were confirmed to be in normal range. The ventricular lead was decided to be continuously used.

Event description:
Reportedly, during a pacemaker check, noise episodes were observed in the device memory, which suggested damage on the ventricular lead. Abnormal low ventricular lead impedance values were intermittently recorded in the impedance curve. Measurements on the ventricular lead were performed; threshold, r wave amplitude and lead impedance values were confirmed to be in normal range. The ventricular lead was decided to be continuously used.